Event description:
(B)(4). Essure placed in 2008 and by mid 2012, I was a very sick person. Previously, I was a little overweight, but in general good health. By 2012, I had gerd, gastritis, obese, diabetes, severely vitamin deficient, experiencing hair loss, unexplained bruises, vericose veins, sleep apnea, unusually painful menses, severe mood swings, depression/anxiety, pcos, nerve pain and numbness, hot flashes/nights sweats, brain fog, general body aches, gluten sensitivity, more severe seasonal allergies, swelling of the feet and hands, severe dermatitis on the scalp. Meeting with doctor to determine the positions of essure and discussing removal.